Event description:
Inbound. Patient reported treprostinil cassette caused no disposable alarm, res volume was 62 ml. Patient troubleshooted by removing batteries and cassette, and restarted without alarm using same cassette. No lot number available, a second cadd legacy pump was turned on and alarmed with error code 1720 during self test and would not go to stopped mode. Serial number (B)(4).